Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 42-65 (mg/dl); cause was unknown. Snacks were consumed to address bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.